Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, during the procedure after capturing the 2-3cm stone in the basket, an attempt was made to crush the stone. The stone could not be crushed. An alliance ii handle was utilized in an attempt to crush the stone; however, this was unsuccessful. Additionally, the tip of the basket did not detach as intended. The physician was unable to remove the basket from the patient. The distal end of the wire was cut and adhered to the patient. The procedure was terminated at that time. The patient was admitted overnight for monitoring and surgical retrieval of the basket was scheduled for 2009. Our investigation regarding the current condition of the patient is being pursued. Should additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Surgical procedure, additional. Device code: 2203 - other (tip did not detach). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further information is identified, a supplemental medwatch will be filed.